Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged visualization of particles, patient also alleged burning odour, sinus problem, eye irritation, dark circle & headache. There is no allegation of serious or permanent harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam.the patient has alleged visualization of particles. There was no report of patient harm or injury. Manufacturer received additional information alleging chest pain, haeadche . The medical intervention was not specified. Section g3,h2,h6 are updated in this report.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam.the patient alleged visualization of particles,patient also alleged burning odour,sinus problem,eye irritation,dark circle, chest pain and headache. There is no allegation of serious or permanent harm or injury. The device and humidifier was returned to the manufacturer's product investigation laboratory for investigation. An external visual inspection of the devices was completed by the manufacturer and found no evidence of contamination. The manufacturer completed an internal visual inspection. The manufacturer found evidence of water ingress and contamination in the blower, humidifier and blower box. The manufacturer found no evidence of sound abatement foam degradation. The device's downloaded event log was reviewed by the manufacturer and found e-56 and e-22 error logged. The device was applied power and the device operated properly. The manufacturer concludes the contaminates found were consistent with water ingress an unknown contaminant, contamination inconsistent with the sound abatement foam. The manufacturer confirmed there was no evidence of sound abatement foam degradation. Sections d9, d10, g3, h3 and h6 has been updated / corrected.